Event description:
The patient reported that after about 36 hours of wear, they had high blood glucose readings up to 17.1 mmol/l (307.8 mg/dl), and the pod caused a subcutaneous insulin pooling at the pod site on their arm, with subsequent irritation. The patient reported there was a red bubble on the skin and when it was squeezed, insulin came out of the skin. The skin was red, itchy, burning, and very warm to the touch. The patient reported on (B)(6) 2025, they had a consultation in the hospital where they work, and they were diagnosed with cellulitis. The patient was prescribed oral antibiotics, flucloxacillin 250 mg four times daily for 5 days. There was no additional treatment given and no ointments or creams were prescribed for the affected area. A new pod was successfully applied and treatment was resumed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.